Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer treated with syringe and pump. The customer had symptoms such as throwing up. The customer stated that the no delivery alarms occurred once a week. The customer stated that the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs to troubleshoot.